Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor high current draw. Motor error alarm or motor position encoder error alarm were not verified due to motion sensor test failure alarm. The device had cracked case at display window corner and reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm, a motor position encoder error, and a motion sensor test failure on his insulin pump during a bolus. The customer's blood glucose level was 160 mg/dl at the time of the report. Standard troubleshooting was performed. The customer's insulin pump was unable to complete the rewind sequence. The product was returned. Nothing further was reported.